Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video scope lens was cloudy. The issue occurred during an undisclosed procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: d10 (changed to ni). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, light guide-bundle of the video cable section was broken, and the light transmission was lost or too low. Based on the results of the investigation, and since the initially reported malfunction was not reproduced, a root cause could not be identified. In regard to the newly identified malfunctions, the light transmission was lost or too low because the light guide bundle of the video cable section was broken, and the cause of the damaged fiber bonding in the outer tube area (distal end) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.